Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink non-dehp secondary medication set would not flow. The reporter stated that clinician would start infusion of the secondary IV bag filled with an unspecified antibiotic and leave the area. Upon return, the clinician would observe that the primary container was empty and the secondary IV bag full, with no flow through the secondary IV set. The reporter stated that the set was being used with a non-baxter primary set and a non-baxter infusion pump. The secondary IV set was attached to the y-site most distal from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.